Manufacturer narrative:
(B)(4). The analysis results found that the device was returned partially fired and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 6 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device jammed and would not fire. When the device was observed in the tip of the jaw the clip was scissored. There was no or contact provided to the rep. The materials manager had the device in a red bag with a brief note. No other information will be provided to the rep. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.